Manufacturer narrative:
The device powered up properly after battery installation. No blank display, audio or beep anomaly noted. The device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had battery out limit and failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. The customer declined troubleshoot for failed battery test. The insulin pump will be returned for analysis.